Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12/20/2014 with the following findings: the pump powered on with vibratory and audible sounds. A rewind, load and prime sequence were successfully performed. The black box shows unusual fluctuation of the voltage on (B)(6) 2014. The pump current draws were tested and found to be within specification. No overheating was duplicated during testing. There was no evidence of loose components or moisture contamination identified inside the pump. The complaint verified in the pump history but was not duplicated during the testing.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that there was a temperature issue with the pump. The reporter stated that there was no observable damage to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.